Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the patient was having an exceptionally hard time connecting to the pump. Caller stated they went to the doctor's office and they had an extremely hard time connecting and the doctor told the patient to call manufacturer to see if there was something they could do to clear out cookies or something. Caller reset the handset and communicator. Caller mentioned that the connection was getting stuck at a certain percentage and potentially 90% when trying to get it to connect. Agent walked patient through clearing data. Caller was able to connect and deliver a bolus. Caller will monitor the issue and call back in if needed. Patient stated they felt dizzy.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.